Event description:
A patient underwent bilateral two stage breast reconstruction with tissue expanders and ovitex prs on (B)(6) 2025. It was reported that the right side presented with seroma and spontaneously decompressed on (B)(6) 2025 with washout and tissue expander replacement on (B)(6) 2025. It was further reported that the left side seroma partially decompressed on (B)(6) 2025 with washout and tissue expander replacement on (B)(6) 2025. It was reported that the ovitex prs devices had resorbed on both sides.

Manufacturer narrative:
A manufacturing investigation is underway regarding potential lots utilized in this case, though the exact lot could not be confirmed. Should the results of this additional investigation note anything that may have caused or contributed to the events, a supplemental report will be filed. Fluid collection (e.g. Seroma) and reoperation (additional intervention including surgery) are noted as potential adverse events in the ovitex prs instructions for use. Such events are not uncommon after plastic and reconstructive procedures. No evidence suggests that the device caused the event noted herein.